Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue and weight increased had resolved and the allergy to metals, bladder disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008 and (B)(6) 2010. Discrepancy noted in date of removal - (B)(6) 2010 and (B)(6) 2011. Patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia, dysmenorrhea, nickel allergy, bladder problems, uti, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) showed bilateral occlusion. (B)(6) 2010, us abdomen: cholelithiasis. The patient has a previous ultrasound of the gallbladder from (B)(6) 2006. This is essentially unchanged. The liver on this exam appears normal. The previous study shows an echogenic area in the liver, consistent with hemangioma, however on today's study this is not seen. There is some mild fatty change in the liver, possibly obscures that finding. The spleen is borderline abnormal in length. This is consistent with mild splenomegaly. (B)(6) 2010, pelvic ultrasound: there is a dominant cyst in the right ovary, probably due to mature follicle. Status post bilateral contraceptive sure-coils. Very small amount of fluid is seen in the cornu of the uterus bilaterally. This is probably related to the essure coils.otherwise, negative pelvic ultrasound. (B)(6) 2010, mammogram: digitally acquired craniocaudal and mediolateral oblique views and bilateral breast ultrasound. Stable size and contour. Stable, heterogeneous, fibroglandular tissue. No primary, indirect or secondary signs for cancer are seen radiographically. At sonography, the echo architecture of the right breast is benign appearing. 10 the left upper-outer quadrant, we encounter a peripheral significantly dilated, fluid-filled duct, which terminates prior to the nipple. No intraluminal masses are encountered. (B)(6) 2010, breast MRI and post-MRI targeted ultrasound: a tubular structure in the lateral aspect of the breast initially thought to represent a dilated duct. The right breast shows scattered nonfocal fibrocystic-type enhancement. On the left side. There is a similar pattern of nonfocal parenchymal enhancement. The findings are most compatible with mondor's disease. Conclusion: birads category: 2, benign finding. Concurrent conditions included gastrooesophageal reflux disease and cholelithiasis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet -new events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, bladder problems, fatigue , weight gain were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastrooesophageal reflux disease from (B)(6) 2010 to 2010 and miscarriage. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding") and menstrual disorder ("had big blood clots") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced bladder prolapse ("bladder problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), back pain ("low back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (full) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, weight increased, vaginal haemorrhage, back pain, abdominal pain lower and menstrual disorder had resolved and the allergy to metals, bladder prolapse and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder prolapse, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008 and (B)(6) 2010. Date of insertion: (B)(6) 2010 (discrepancy noted) (per pif). Discrepancy noted in date of removal - (B)(6) 2010 and (B)(6) 2011. Patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia, dysmenorrhea, nickel allergy, bladder problems, uti, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) showed bilateral occlusion. On (B)(6) 2010, us abdomen: cholelithiasis. The patient has a previous ultrasound of the gallbladder from (B)(6) 2006. This is essentially unchanged. The liver on this exam appears normal. The previous study shows an echogenic area in the liver,consistent with hemangioma, however on today's study this is not seen. There is some mild fatty change in the liver, possibly obscures that finding. The spleen is borderline abnormal in length. This is consistent with mild splenomegaly. On (B)(6) 2010, pelvic ultrasound: there is a dominant cyst in the right ovary, probably due to mature follicle. Status post bilateral contraceptive sure-coils. Very small amount of fluid is seen in the cornu of the uterus bilaterally. This is probably related to the essure coils. Otherwise, negative pelvic ultrasound. On (B)(6) 2010, mammogram: digitally acquired craniocaudal and mediolateral oblique views and bilateral breast ultrasound. Stable size and contour. Stable, heterogeneous, fibroglandular tissue. No primary, indirect or secondary signs for cancer are seen radiographically. At sonography, the echo architecture of the right breast is benign appearing. 10 the left upper-outer quadrant, we encounter a peripheral significantly dilated, fluid-filled duct, which terminates prior to the nipple. No intraluminal masses are encountered. On (B)(6) 2010, breast MRI and post-MRI targeted ultrasound: a tubular structure in the lateral aspect of the breast initially thought to represent a dilated duct. The right breast shows scattered nonfocal fibrocystic-type enhancement. On the left side. There is a similar pattern of nonfocal parenchymal enhancement. The findings are most compatible with mondor's disease. Conclusion: birads category: 2, benign finding. Previously administered products included for an unreported indication: docusate sodium, hydrocodone, zantac and nexium. Concurrent conditions included back disorder since 2009, heart disorder since 2006, gastrooesophageal reflux disease and cholelithiasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received : new events vaginal bleeding, had big blood clots, bladder prolapse, low back pain and lower abdominal pain were added. Outcome were updated. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastrooesophageal reflux disease from (B)(6) 2010 to 2010 and miscarriage. (B)(6) 2010, us abdomen: cholelithiasis. The patient has a previous ultrasound of the gallbladder from (B)(6) 2006. This is essentially unchanged. The liver on this exam appears normal. The previous study shows an echogenic area in the liver,consistent with hemangioma, however on today's study this is not seen. There is some mild fatty change in the liver, possibly obscures that finding. The spleen is borderline abnormal in length. This is consistent with mild splenomegaly. (B)(6) 2010, pelvic ultrasound: there is a dominant cyst in the right ovary, probably due to mature follicle. Status post bilateral contraceptive sure-coils. Very small amount of fluid is seen in the cornu of the uterus bilaterally. This is probably related to the essure coils. Otherwise, negative pelvic ultrasound. (B)(6) 2010, mammogram: digitally acquired craniocaudal and mediolateral oblique views and bilateral breast ultrasound. Stable size and contour. Stable, heterogeneous, fibroglandular tissue. No primary, indirect or secondary signs for cancer are seen radiographically. At sonography, the echo architecture of the right breast is benign appearing. 10 the left upper-outer quadrant, we encounter a peripheral significantly dilated, fluid-filled duct, which terminates prior to the nipple. No intraluminal masses are encountered. (B)(6) 2010, breast MRI and post-MRI targeted ultrasound: a tubular structure in the lateral aspect of the breast initially thought to represent a dilated duct. The right breast shows scattered nonfocal fibrocystic-type enhancement. On the left side. There is a similar pattern of nonfocal parenchymal enhancement. The findings are most compatible with mondor's disease. Conclusion: birads category: 2, benign finding. Previously administered products included for an unreported indication: docusate sodium, hydrocodone, zantac and nexium. Concurrent conditions included back disorder since 2009, heart disorder since 2006, gastrooesophageal reflux disease and cholelithiasis. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), menorrhagia ("menorrhagia heavy menstrual bleeding"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding") and menstrual disorder ("had big blood clots") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced bladder prolapse ("bladder problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), back pain ("low back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy full on (B)(6) 2011. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, weight increased, vaginal haemorrhage, back pain, abdominal pain lower and menstrual disorder had resolved and the allergy to metals, bladder prolapse and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder prolapse, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2010. Date of insertion: (B)(6) 2010 (discrepancy noted) (per pif). Discrepancy noted in date of removal jun-2010 and 14-oct-2011. Patient received treatment for events. Pelvic pain, abdominal pain, menorrhagia, dysmenorrhea, nickel allergy, bladder problems, uti, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2008: total bilateral occlusion. Imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In june 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.